Event description:
It was reported that during a lap appy procedure, the instrument did not staple correctly - incomplete staple line, no further information is available. Take hf to stop the bleeding. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).